Event description:
It was reported that the pt was having a revision and the leads had pulled down. The leads were replaced with two 3146 in the cervical area. Pt awoke from surgery with no feeling in their upper or lower extremities. Pt was given a CT scan, rushed to the closest facility, and placed in ICU. Additional reports document that the pt had regained some feeling in their extremities.